Event description:
Needle was primed prior to use - everything seemed to be ok. Biopsy of breast took place, but needle appeared to be sticking inside the patient - patient had to be sedated for removal of needle. On appearance needle does not look bent, however, the performance indicated it could be. Another product was used to retrieve a specimen.

Manufacturer narrative:
No samples were received for investigation; therefore, we are unable to determine the exact cause for the issue reported. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the products performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. No issues were identified during the manufacturing documentation review.